Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lot of problems and the pump was not working since the beginning of the month. It was noted the patient had a return of symptoms. The reporter stated they wanted to know why they were ¿out of their mind.¿ it was noted the patient went to their healthcare professional¿s (hcp) office and they said it was not time for a refill. The reporter stated they only received half the amount. The reporter further stated the pump needed to be replaced and they had to wait for approval for replacement. It was noted the patient was given percocet. It was further noted the patient stated they had not had any problems since moving. Additional information received reported the patient was scheduled for a pump replacement on 2014-(B)(6). Additional information was requested, but was not available as of the date of this report.

Event description:
Prior to going to the healthcare professional¿s office as mentioned in the initial report, the patient heard an alarm. It was unknown what alarm was occurring.

Event description:
Additional follow-up reported that the patient's pump was replaced on (B)(6) 2014. His old pump was stopped due to stop command; patient had return of his pain when the old pump stopped. Following replacement patient was started on 30 mg/ml morphine and 200 mcg/ml of clonidine via the pump. His starting dose was 25 mg/day of morphine. Patient was now getting effective therapy per reporter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).